Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - guides/sleeves/aiming: guide/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent for a surgery. During the surgery, the buttress/compression nut was damaged when removing the bcn and blade screw guide sleeve. The buttress/ compression nut was found to have damage to the inner edge that locks into the tfna aiming arm. Due to the damage to the buttress/compression nut would not lock into the tfna aiming arm. There was no surgical delay. The procedure was completed successfully. There was no patient consequence reported. Concomitant devices reported: unknown aiming arm (part# unknown, lot# unknown, quantity# 1). This complaint involves (3) devices. This report is for (1) unk - guides/sleeves/aiming: guide. This is report 2 of 3 for complaint (B)(4).